Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had success but recently had some challenges. The pain stimulation was for pain support and when they first got the implant it was remarkable and pain reduction was at 70-80% range and settings were on program a at 1.75-1.80. As time progressed and their travel the level of pain was a 8-9 category with stimulation off for few seconds and could not live without the pain stimulation. The patient did not take narcotics and did not do too much. The pain stimulation was the best solution for him and for a battery part of the year therapy worked well however it was fairly restricted. They only had 15% of their life back including not driving. The more activities they did the more challenges they have and had to do more with the stimulator. The device was programmed to program c which worked out very well and on for 24hrs a day because the patient could not live without therapy. They woke up one morning and had lost bladder and loss of bowel control and still dealing with the aftermath. The patient thought it was the flu or virus and held off on going to their physician. They could not stop going to the bathroom. They went to the ER because they were dehydrated and the pain was really bad, the pain level was 9 and the stimulation was not functioning. The ER did an assessment and there was no way the patient had a flu or virus or anything and it was thought it was related to the pain stimulator and or spine injury. The patient went to see their neurosurgeon and was told that the pain stimulation was on too much and too high and on too long and that the patient had to dial it back and live with more pain and take narcotics. The patient dialed it back and had not used their auto setting and had been taking narcotics until their face was blue. At one point their pain level was at 1-2 but as time went in the day the pain level increased and the pain increased patient feet got numb and started to fall because they could not feel their feet. They did not know what do and could not control bowel like they did a year ago. Additional information was received indicating that the cause of the event was determined and it was unknown if it was device related. The patient needed reprogramming. The nurse met with the manufacturer representative to evaluate and retrain on use of stimulator. The patient recovered without permanent impairment.

Manufacturer narrative:
Upon additional review of event, it was determined that c50558 was not included on the initial report.

Event description:
Additional information received from the patient reported a loss of therapy. The patient had the device for about 2 years and couldn't live without it. If turned off the patient would be on the floor passed out in pain in 38 seconds. It worked great until about 8 months ago. It then stopped working to the level that it was working. Bowel and bladder started going in an uncontrolled fashion. The patient saw their doctor who thought it was due to stimulation being too high. The manufacturer representative (rep) did not agree with that. Stimulation was lowered and things did not improve. Because stimulation was decreased, the pain got worse. The patient was then put on 37 grams of fentanyl and was also taking dilaudid on occasion. The patient was redirected to their doctor but it was stated to not be a doctor issue, but that the patient needed help from the manufacturer technology. It was noted that he had a neurotomy done on both sides in the last 2 months by his pain management doctor. The goal was to lower the pain. The pain level went down to a 6 and the patient was feeling pain in the tailbone area and other areas. It felt like it was on fire. The doctor had done 4 different procedures to control the pain including injections and nerve blocks. The nerves were reported to be burned. The patient was then again redirected to their doctor. The patient then threatened to go public if he couldn't talk to someone at the manufacturer. The doctor had allegedly said that there were more nerves that had not been burned in the back and those exist in the front of the spine. The patient wondered if it was capable to reach those nerve endings on the front side. His doctor and rep allegedly had no clue. The patient had talked to the rep the "day before yesterday" about some things that happened. Additional information received from the rep in response to follow-up reported that it was the physician who claimed that stimulation had been too high. It was clarified that nothing changed when it was lowered. The patient had been reprogrammed probably a year ago and it was noted that the patient never would turn it off as they couldn't live without it. The patient had called the rep asking if a lead could be put anterior, and it was explained that was not how the system worked. Reprogramming was offered and the rep hadn't heard from the patient since that call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding the patient. The caller reported that the device did not completely relieve the patient¿s pain. They noted that the device worked for a while, but the patient has to use fentanyl patches and ¿urotomy.¿ the caller stated that the patient¿s physician claimed that the patient had the device turned up too high, which caused bladder problems. However, the manufacturer refuted this. The caller stated that they believe the manufacturing representative and healthcare provider were debating over the issue. No further complications were reported or anticipated. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their bladder and bowel problems were caused by a spinal cord injury, and not the stimulation. No further complications were reported or anticipated.